Manufacturer narrative:
(B)(4). The reported condition cannot be confirmed in the lab due to a lack of sample. The root cause was not determined. Review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical service (gts) regarding assistance ending therapy on the home choice (hc) during dwell 4 of 4. The care giver (cg) stated that the home patient (hp) had disconnected from the machine and did not cap off the patient line. Gts had the cg cycle power on the hc to the end of therapy. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) on (B)(4) 2011 regarding the reported problem. The home patient (hp) hp has continued therapy no injury or medical intervention was reported as a result of this incident.